Event description:
During device preparation for the af procedure, the catheter was plugged into the front of the tactisys and an attempt to zero was made. However after connecting the catheter, the light turned red and zeroing was not possible. A message was displayed ¿contact force catheter is intended for single use only¿. The catheter was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.